Manufacturer narrative:
Visual inspection of the ipg did not identify any anomalies. Further testing of the ipg could not be performed due to a crc error.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00020. It was reported the ipg would not enter MRI mode. Diagnostics indicated low impedances. In turn, the system was explanted and replaced to address the issue.